Manufacturer narrative:
Device evaluation in progress.

Manufacturer narrative:
The device serial number was corrected. During failure analysis, the reported event of the handpiece overheating was duplicated and confirmed during service evaluation when the grip of the handpiece was found to overheat. The grip of the handpiece can overheat due to a degrading pzt crystal in the handpiece. The degradation increases the internal resistance of the device cause the heat. Per the account, the device was returned to the user facility without repair.

Event description:
It was reported that the universal handpiece was overheating during a manufacturer demonstration. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
It was reported that the universal handpiece was overheating during a manufacturer demonstration. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.